Event description:
A cartridge alarm was reported on the pump. There was no adverse impact to the customer¿s blood glucose level, as it remained between the specified range of 54-500 mg/dl. The alarm recurred even after a new cartridge was loaded, leading technical support to decide on replacing the pump, with the original cartridge unavailable for return. The customer continued to use the pump for insulin therapy while awaiting the replacement pump.